Event description:
The customer tested her blood glucose and received a reading of "hi" using her contour meter. Her glucose was retested using another meter and the reading was 215 mg/dl. The "hi" reading was off the grid, but the difference between the readings appears to fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were sent to the customer.